Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal is detached and the upstream occlusion (uso) seal is buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal and dso seal were both replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement or harm.